Event description:
Patient was revised due to pain caused.

Manufacturer narrative:
Examination was not possible, as no product was returned. A serach of the complaint database did not find any additional reports for this product code/lot. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.